Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance values during placement. The physician attempted to reposition the lead multiple times. The impedance and threshold values did not improve. The lead was removed and an alternate lead was placed. No patient complications have been reported as a result of this event.